Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality/quantity. During the placement of the implant (implant bed made) the distal bone was soft and we lost the distal parody, after we didn't manage to retain/anorize the implant.